Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she has cloudy, milky vision. The consumer reported that her lens was implanted approx 7 years ago. The consumer reported having glaucoma for which she has had glaucoma surgeries in the past. For approx two years, she has recognized that her vision was cloudy and looks like milk. This phenomenon is even stronger when the light comes from the side, not from above. The consumer reported she underwent a procedure for treatment of post operation glaucoma, but the quality of vision did not improve. The consumer reported her surgery was performed at a hosp that does not exist anymore and she does not know her surgeon's current location (or contact info). The consumer reported it will be difficult to get the questionnaire completed.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. The consumer reported her surgery was performed at a hosp that does not exist anymore and she does not know her surgeon's current location (or contact info). The consumer reported it will be difficult to get the questionnaire completed. (B)(4).